Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) was completed. During the incoming pulse test the electrode belt lost communication with the test monitor. The cause of the loss of communication during testing was isolated to thermally damaged diode array (esd700) and capacitor (c732) on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components on the distribution node pca during the incoming pulse testing. The damaged components did not result in any adverse events.

Event description:
While evaluating electrode belt (B)(4) for an unrelated issue, a reportable problem was found. The electrode belt lost the ability to communicate with a monitor during a pulse test.